Event description:
It was reported that while treating a chronic total occlusion, the guide wire went into a side branch past the stenosis. While withdrawing the guide wire, the physician realized that the distal tip was partially detached, adn was only held together by a thin piece of core wire. The guide wire was withdrawn in one piece. The procedure continued and then the patient was moved from the cath lab to the cardiologic unit of the hospital. In the next few hours, post-procedure, there was rapid hemodynamic deterioration due to cardiac tamponade. A pericardiocentesis was attempted, but the patient died.